Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose of 48 mg/dl, which was treated with glucose tabs. Customer reported that reservoir compartment was leaking due to wrong type of insulin given by the pharmacy. Customer reported that the leak passed the second o-ring and two o-rings were slanted. Customer was advised that the type of insulin in pump was not the correct one for the insulin pump. Customer also reported that they type of insulin was causing high blood glucose. Reservoir would be replaced.